Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019 while asleep due to congestive heart failure. The family declined an autopsy and the pump will not be returned. Additional information reported that log files submitted captured a pump stop on (B)(6) 2019 due to both the external 14-volt batteries and the controller¿s extra back up battery being allowed to drain which caused the pump to stop and the controller¿s clock to reset to the default time. Due to the controller¿s clock resetting to the default time we cannot determine the length of time the pump was off. Log files indicated that the patient is always on battery power. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed a pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the controller's internal backup battery. However, a direct correlation between the device and the reported patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019 due to congestive heart failure (chf). The patient had reportedly been living with dementia in a nursing home. Per the nursing home¿s report, the patient went to bed and passed away in his sleep. A system controller log file was submitted following the patient's expiration, which appeared to show normal pump operation with stable parameters from the beginning of the log on (B)(6) 2019 until the line of data following timestamp (B)(6) 2019 3:47 pm (the date of the patient¿s expiration) when a complete loss of power to the system controller was recorded, indicated by a time clock reset to (B)(6) 2001 1:00:00 am. Pump power, estimated flow, voltage, and speed were recorded at 0. The total loss of power event was preceded by a sequence of low battery advisory alarms followed by low battery hazard alarms and a subsequent no external power alarm. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal backup battery. Of note, the patient was operating on battery power for the entire log file, suggesting that he was sleeping on battery power. Following the pump stoppage and restoration of power to the system via charged external batteries, the pump immediately ramped back up to the fixed speed without issue. The evaluation of the log file data could not determine how long the system was without power. The system controller was removed from power and the driveline was disconnected at the end of the log file. Information provided by the account indicated that an autopsy was not performed; the device was not explanted and is not available for investigation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU and patient handbook warn that the patient must always connect to the power module or mobile power unit for sleeping or when sleep is likely, because the low battery power alarms may not be heard. No further information was provided. The manufacturer is closing the file on this event.